Manufacturer narrative:
The device history records are in process of being reviewed. Results will be communicated to FDA in a supplemental report.

Event description:
The physician reports performing cataract surgery with implantation of the mi60g intraocular lens. Approx two weeks postop, the pt was found to have severe anterior capsule phimosis and distortion of the zonules. Subsequently, the lens was explanted on (B)(6), 2010 and replaced with a sulcus fixated lens. The surgical outcome was good. The relationship between the event and the device is unk at this time.